Event description:
It was reported that the right ventricular (rv) lead was observed with oversensing of electromagnetic interference (emi)/noise on non-sustained ventricular tachycardia episodes. The lead remains in use. No patient complications have been reported as a result of this event.